Manufacturer narrative:
Concomitant products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 26-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen (2000 mcg/ml at 691 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was admitted to the hospital for symptoms of baclofen withdrawal and increased spasticity. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. No diagnostic testing was performed. The patient was taken directly to surgery. During the procedure it was discovered that there was csf (cerebrospinal fluid) leaking from around the connector pin of the sutureless pump connector. The connector was removed, and a new connector was attached to the existing catheter. Good flow of csf was observed. A new pump was also implanted at the time of the procedure and the cap (catheter access port) was successfully aspirated. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.